Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episode noted on (B)(6) 2018. The source of oversensing was not identifiable. The physician decided to not make any programming changes. The patient would continue to be monitored.